Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that detector was dropped and unable to perform calibration or see an image. The device was not in clinical use and there was no harm to patient or user. The field service engineer (fse) performed analysis and concluded that the detector was damaged due to being dropped. Detector calibration was performed however it doesn't passed calibration. The damaged skyplate was replaced, the system was verified, and testing confirmed the system was functioning properly. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported the detector was dropped and unable to perform calibration or see an image. The device was not in clinical use and there was no patient or user harm.